Manufacturer narrative:
The customer¿s report of a ten-fold rate discrepancy was confirmed in the logs as the result of user programming. Review of the pcu error log showed no errors on the reported event dates/times. The rate was programmed to 400 ml/hr instead of the reported 40 ml/hr. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing within specification. The infusion in question was reported as a primary infusion of 900 ml of d5ns at a rate of 40 ml/hr in the peds profile. Review of the pcu event log showed, prior to the reported event date/time, the pcu was powered on 24 october 2019 at 10:14 pm and a new patient and same profile (peds) were selected. It showed the suspect device (sn 15118962) completed an infusion of ivf fluids and was in kvo when on 25 october 2019 at 12:23 am, the suspect device (sn 15118962) was selected and the programmed rate was changed to 400 ml/hr and the programmed vtbi was changed to 900 ml. At 2:15 am, the suspect device (sn 15118962) alarmed for partial patient side occlusion and was restarted approximately three and one half minutes later. At 2:20 am, the suspect device (sn 15118962) was paused and channeled off. At 2:20 am, the pcu was channeled off. Total volume infused from power on to off= 1183.56 ml. The root cause was confirmed in the logs as the result of user programming.

Event description:
It was reported from the pediatric unit that a ten-fold infusion rate discrepancy device event occurred and the customer is requesting an evaluation of the log between (B)(6) 2019 at 2300 and (B)(6) 2019 at 0300.

Event description:
It was reported from the pediatric that ten fold infusion rate discrepancy device event and the customer is requesting an evaluation of the log between (B)(6) 2019 at 2300 and (B)(6) 2019 at 0300.

Manufacturer narrative:
D5ns. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information added to: b3,b7,d10,h3,h6.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a ten fold infusion rate discrepancy device event and the customer is requesting an evaluation of the log between (B)(6) 2019 at 2300 and (B)(6) 2019 at 0300.